Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device expulsion ('migration of essure device location of device: uterus, hanging out of tubes/malposition of essure device location of device: h') and genital haemorrhage ('abnormal bleeding (general)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's concurrent conditions included anemia and helicobacter pylori infection. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced pollakiuria ("bladder or urinary problem or changes frequent urination and leaking"), nausea ("nausea"), pain ("pain in different part of my body"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / long periods") and migraine ("migraine headaches"). In (B)(6) 2009, the patient experienced vitreous floaters ("floaters"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), flushing ("head rush"), secretion discharge ("mucus"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), vomiting ("vomiting") and visual impairment ("vision problem"). The patient was treated with surgery (hysterectomy (full), supracervical hysterectomy (uterus only) , salpingectomy (bilateral removal of and hysterectomy (full), supracervical hysterectomy (uterus only), salpingectomy (bilateral removal of). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, flushing, pollakiuria, migraine, pelvic pain, abdominal pain and back pain outcome was unknown, the nausea, irritable bowel syndrome, secretion discharge and vomiting was resolving and the pain, vitreous floaters, fatigue and visual impairment had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, flushing, genital haemorrhage, irritable bowel syndrome, menorrhagia, migraine, nausea, pain, pelvic pain, pollakiuria, secretion discharge, vaginal haemorrhage, visual impairment, vitreous floaters and vomiting to be related to essure. The reporter commented: current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Concomitant condition added. Events ; migraine headaches, pelvic pain, abdominal pain, lower back pain, vomiting, vision problem were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device expulsion ('migration of essure device location of device: uterus, hanging out of tubes/malposition of essure device location of device: h') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / long periods"), flushing ("head rush"), bladder disorder ("bladder or urinary problem or changes"), urinary tract disorder ("bladder or urinary problem or changes"), nausea ("nausea"), pain ("pain in different part of my body"), vitreous floaters ("floaters"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and secretion discharge ("mucus"). The patient was treated with surgery (hysterectomy (full), supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, menorrhagia, flushing, bladder disorder, urinary tract disorder and fatigue outcome was unknown, the nausea and vitreous floaters had resolved and the pain, irritable bowel syndrome and secretion discharge was resolving. The reporter considered bladder disorder, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, flushing, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pain, secretion discharge, urinary tract disorder, vaginal haemorrhage and vitreous floaters to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received: reporter information was added. Date of removal were added. This case became incident. Event injury was updated to pain. New events : migration of essure device location of device: uterus, hanging out of tubes/malposition of essure device location of device: h, fallopian tube perforation, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia/long periods), head rush, bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), floaters, fatigue, irritable bowel syndrome, mucus and plaintiff does not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.